Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported insulin flow block alarm, crack on the battery tube side, water damage and experienced hyperglycemia. The customer blood glucose value was 347 mg/dl and hyperglycemia was treated with manual injection/insulin pen. The event involved product mmt-1884l, mmt-431ag, mmt-7040a, mmt-342g. Troubleshooting was performed. It was unknown whether the alarm was cleared or not. Customer reported that the pump functionality was affected due to damage. Customer was using the insulin pump within 48 hours of the reported event. The auto mode feature was active at the time of the incident. No further patient complications were reported. No product return was required for mmt-431ag, mmt-7040a, mmt-342g. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue the use of the device.

Manufacturer narrative:
Unit passed the self-test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit passed dat test at 0.0872 inches. No unexpected insulin flow blocked alarms noted during testing, and p-cap locks properly into the reservoir compartment. Unit successfully downloaded to thump. Unable to verify high bgs. During download history review, insulin flow blocked alarmed on 11/05/2025 06:40:43.000 during bolus, 11/05/2025 06:42:14.000 during bolus, 11/05/2025 06:51:49.000 during bolus, 11/05/2025 06:52:28.000 during bolus, 11/05/2025 07:05:54.000 during bolus, 11/05/2025 07:06:38.000 during bolus and 11/05/2025 07:06:56.000 during bolus in pump downloaded history. Pump was cut to perform visual inspection and found evidence of moisture damage on the motor. The following were noted during visual inspection: cracked case, scratched case, battery tube threads - cracked, label damage (stained and faded) and cracked case-corner of belt clip rails. No delivery/occlusion alarm, unexpected insulin flow blocked alarm was not confirmed. Cosmetic damage was confirmed at the corner case of the belt clip rails. Exposed to moisture damage confirmed due to dried insulin on motor slide. Unable to verify high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.